Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the first diagonal (1st) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was being advanced when met resistance due to the anatomy; however, was inflated once to 6 atmospheres when a rupture was noted. Another trek was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.